Event description:
The pt had a pump implanted in (B) (6) 2006 and stated that the pump had never worked for him from the time of implant. The pt was supposed to have yearly refills on the pump and never did. The pt stated that at an appointment with their physician one year later, it was determined that all of the medication still remained in the pt's pump. The pt's physician had thought that there was a kink in the catheter. The pump was explanted at an unk date and the pt stated that he had the device at home. The pt had experienced acute pain. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).